Event description:
It was reported that a pump experienced constant air in line alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Internal eval of the unit found the upstream sensor tail pins to be offset in j2 connector of the processor pcb. This offset can cause an intermittent contact between the connector pins and the upstream sensor tail pins which is known to cause intermittent air in line alarms. Root cause was determined to be the misalignment of the upstream sensor tail in the j2 connector of the processor pcb. Review of the event history log also revealed 58 occurrences of "air in line" alarms. Upstream sensor was replaced.